Event description:
On (B)(6) 2015, the reporter contacted animas alleging for 3 weeks the pump emitted the following alert every night, "the actually basal rate is empty 0,000u/hr¿. The patient reportedly did not use a basal rate with 0,000u/hr. There was at least reportedly ¿1,000u/hr¿. It was noted that the auto-off was not adjusted. There was no additional information for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 5:19 pm. The pump user settings revealed no 0.00 unit/hour basal segment on the active basal program no. 2. An active reminder 1 was programmed at 12:00 am and recorded in the black box with a ¿call service (cs) (B)(4)¿ warning every midnight. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and cartridge cap were used to complete the investigation. The pump reflected 24 units after a 24 hour 1 unit/hour basal was programmed into the pump. There was no empty basal rate or any errors, alarms or warnings (eaw) that occurred during the investigation. The reported complaint was unable to be duplicated during evaluation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Also unrelated to the complaint, the text on the display was found to be dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).